Event description:
Healthcare professional reported ¿hole, non specific¿ and patient's concern for textured implant device. Additionally reported was "greater saphenous vein insufficiency¿ which has been deemed not related to the device. The device has been explanted and replaced.

Manufacturer narrative:
Postal code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified; underweight, curved opening, wear abrasion, fold creases. A microscopic analysis was performed which identified; a curved sharp opening on posterior side in the same location of crease. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.